Event description:
It was reported that during induction testing there was a temporarily telemetry issue. It was noted that the telemetry wand was over the skin of the patient in the closest position. After two failed telemetry sessions a new session was established and induction was performed after he distance between the device and telemetry wand were reduced. The device remains implanted. No adverse patient effects were reported. A review by engineering noted that the device did not see the first two induction commands and the programmer timed out. The device remains implanted. No adverse patient effects were reported.